Manufacturer narrative:
Section b5 correction. Section h6 coding correction. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was communicated on 27feb2025 that the device was functioning normally, and there was no operation associated with device malfunction. The device was stated to have been explanted posthumously. It was unknown if the device was returned to the manufacturer. No autopsy was performed. It was stated that the patient's improved consciousness became severe due to cerebral hemorrhage after ventricular assist device (vad) implantation. Although there was no direct causal relationship, anticoagulant with vad was optimal, but the effect could not be ruled out. Although right heart failure could not be controlled and the patient died, the reason for the lack of active interventions for right heart failure such as right ventricular assist device (rvad) was the family's wish after cerebral hemorrhage.

Manufacturer narrative:
D9 updated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was further communicated on 01apr2025 that the patient had right heart failure (rhf) on (B)(6) 2025. Their central pulse pressure was greater than 18 mm hg, and the patient had ascites and peripheral edema. It was stated that the rhf was not device related. Due to the cerebral hemorrhage after vad implantation, it was difficult to improve the patient's level of consciousness. The device was functioning properly at the time of death. The primary cause of death was stated to be rhf.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to sepsis.

Manufacturer narrative:
Section a4 correction, section e3 correction, section g2 correction. Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues. The heartmate 3 lvas was returned assembled with the pump cable severed approximately 2.5¿ from the pump header. The remainder of the pump cable was not returned. Approximately 1.5¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief hardware engaged. The apical cuff was returned secured with the cuff lock engaged. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. Review of the controller and left ventricular assist device (lvad) event and periodic log files retrieved from the returned devices appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists sepsis, localized infection, right heart failure, stroke, bleeding, and death as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists infection as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. This section also includes information regarding how to prevent and control infection. Section 6 also lists right heart failure as a potential risk/adverse event that may be associated with the use of heartmate 3 lvas. This section (under ¿right heart failure¿) also outlines indications of right heart failure as well as possible treatments. Additionally, this section provides information regarding anticoagulation, including recommended inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. The heartmate 3 lvas patient handbook rev. D, contains several sections with information about how to prevent and control infection. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.